Event description:
It was reported to philips that the device experienced an error during the defibrillator operational check. There was no patient involvement reported. One processor pca was returned for failure analysis. The reported customer issue was not duplicated in the lab. However, prior events, indicated in the log files, did correspond to the customer complaint. The som pca had a wlfs error.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device experienced an error during the defibrillator operational check. There was no patient involvement reported.